Event description:
International affiliate reports the pedicle probe became bent during surgery. The difficulty resulted in an hour delay to the procedure while waiting for sterilization of a replacement instrument. The patient was under anesthesia during the delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The pedicle probe was not returned t for evaluation. Review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The pedicle probe was manufactured in 2008 prior to a drawing revision that allowed the device components to have increased strength. Without the product device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device not returned.